Manufacturer narrative:
Continuation of d10: 407658 lead, implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead dislodged twice post operation. Diminished sensing and far field r-wave (ffrw) oversensing was also observed. It was noted on removal of the ra lead that there was tissue in the helix. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5 and additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post operation. The ra lead was repositioned. It was further reported that during pocket closure after the repositioning, diminished sensing and far field r-wave (ffrw) oversensing was observed. The following day, an x-ray confirmed the ra lead dislodged again. The ra lead was explanted and replaced. It was noted on removal of the ra lead that there was tissue in the helix. No patient complications have been reported as a result of this event.